Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for eval or new info is obtained, a f/u report will be submitted.

Event description:
It was reported that while using the lncs neo spo2 sensors (B)(4) on palm of right hand / foot of newborn babies they are experiencing difficulty with capturing pulse and spo2 although proper site cleaning and application procedure is respected. The rn notes that they have difficulty capturing a reliable signal specifically when a new admission arrives to their unit, on the giraffe bed with neo sensor. The plethysmograph curve appears "bizarre" and readings are unreliable. They have resorted to covering the site with a clean diaper to finally succeed to have appropriate readings. This site also uess neo sensors on spacelabs OEM with masimo technology with no issues. They have also been using neo sensors for years on giraffe bed warmers and has only experienced this issue in recent months to a year. The rep from the distributor will be on site next week to obtain more info regarding model and year of purchase of the giraffe warmer, if it seems to be the common warmer, lot number of sensors, sample sensor. There was no consequence or impact to the pt.